Event description:
It was reported that a malfunction alarm occurred after being near a fire. There was no adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.